Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for device interrogation after had experienced dizziness and a fall due to syncope. Upon interrogation it was noted that the right ventricular (rv) lead exhibited events of noise reversions, increased capture thresholds, and increased pacing impedance. The rv lead was capped and replaced on (B)(6) 2020. The patient was in stable condition post-procedure.